Event description:
Volara device utilized for airway clearance therapy on a patient mechanically ventilated in the intensive care unit. Upon application of this device, patient with significant increased work of breathing and acute change in vital signs. This occurred on multiple occasions before device was pulled from use.